Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occurred is video image failure. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. Due to the device didn't be sent to the pentax for repair, and the hospital did not get the cause reason from third party, it was hard to determine the specific fault and the cause of the malfunction. There are various reasons for image issues, such as leakage, damage ccds, damage electrical contacts, and so on. The device was repaired by the third party and returned to the hospital. Informed the hospital of the possible causes that might have triggered the malfunction and suggested that subsequent repairs could be sent to the pentax repair factory. Based on the investigation, the cause could not be determined as the equipment had been repaired by a third party. Investigation completion and return date: 05 dec 2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 21-apr-2015 under normal conditions. During the process inspections, rework was performed to replace the c-part due to a scope connection failure. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 21-apr-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. The pentax medical apac responded to a good faith effort request via email on 09-dec-2024 as follows information. The examination was completed with an alternative scope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After all the preparatory work done, the display was found to have a green screen, resulting in patients not being able to have a colonoscopy in time and delaying their condition. Harm performance: no harm caused. The device was out of service life. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.